Event description:
On (B)(6) 2011, the pt underwent a posterior lumbar fusion with two-level pedicle screw instrumentation. A broken pedicle screw was suspected during a f/u visit and confirmed during revision surgery on (B)(6) 2011. The screw fractured directly under the tulip housing. It was removed and replaced.

Manufacturer narrative:
The product instructions for use list "early or late implant bleeding, breakage, failure, loosening or movement/migration" as possible complications of use for the device.